Manufacturer narrative:
Follow-up received on 31-aug-2016. Quality-safety evaluation of ptc result: ptc global number (B)(4). (B)(4). As of (B)(6) 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed solicited case report refers to a female consumer who was involved in a generic reimbursement program for essure (fallopian tube occlusion insert) and essure disintegrated inside the fallopian tube during placement. This term, interpreted as device breakage is listed according to technical analysis. In this particular case, the device breakage occurred during the essure insertion procedure. Although this breakage could be a consequence of handling error, since it occurred during the insertion procedure, a causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident as although the breakage did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. Based on available information, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 29-sep-2016: unsuccessful follow-up attempt. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1399 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed solicited case report refers to a female consumer who was involved in a generic reimbursement program for essure (fallopian tube occlusion insert) and essure disintegrated inside the fallopian tube during placement. This term, interpreted as device breakage is listed according to technical analysis. In this particular case, the device breakage occurred during the essure insertion procedure. Although this breakage could be a consequence of handling error, since it occurred during the insertion procedure, a causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident as although the breakage did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. Based on available information, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Event description:
This is a solicited case report received from a health care professional in (B)(6) on 02-aug-2016. It refers to a female patient of unspecified age who was involved in essure (fallopian tube occlusion insert) generic reimbursement program, study number: (B)(4). The health care professional informed that essure disintegrated inside the fallopian tube during the placement and device insertion has failed. Complete essure system (handle + insert) was kept. Lot number: d60144. Company causality comment: this medically confirmed solicited case report refers to a female consumer who was involved in a generic reimbursement program for essure (fallopian tube occlusion insert) and essure disintegrated inside the fallopian tube during placement. This term, interpreted as device breakage is unlisted in the reference safety information for essure. In this particular case, the device breakage occurred during the essure insertion procedure. Although this breakage could be a consequence of handling error, since it occurred during the insertion procedure, a causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident as although the breakage did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. A product technical complaint analysis will be performed to evaluate if this breakage occurred due to a quality defect. Further information has been requested.

Manufacturer narrative:
This case was reported by a health professional and describes the occurrence of device breakage ("essure was disintegrated in the fallopian tube during the placement") and complication of device insertion ("device insertion failure") in a female patient who had essure (batch no. (B)(4)) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage. On an unknown date, the patient experienced complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be not reported (study) to essure. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned for this complaint, quality unity was able to conduct an investigation of the returned product. Quality unity was unable to confirm any quality defect or device malfunction at this time. Quality unity also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No CAPA investigation is required at this time because the possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-jul-2017: updated of quality-safety evaluation of ptc. Sample received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.